Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent brown urine over the last three weeks. Laboratory results were notable for acute lung injury (ali), acute kidney injury (aki), and an elevated plasma cell-free hemoglobin (cfh). There were no notable power spikes or low flow alarms. The site sent log files to rule out any possibility of pump thrombus. Following review, log files did not contain attributes which would lead to suspect obstruction. The events did not appear to have been caused by any type of external mechanical circulatory support (mcs) equipment.

Manufacturer narrative:
Section b2 correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including hemolysis, respiratory failure, and renal dysfunction. Section 6 of the IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.